Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced non-serious aneurysm recanalization as a possible procedure related and possible device related event. New embolization procedure is planned for (B)(6) of 2020. It was stated all devices were prepared per the instructions for use (IFU) in the index procedure, and no device malfunction was reported. Post-procedure angiography showed a successful implant with aneurysm occlusion at the end of the procedure. Raymond and roy class was 3, neck coverage was achieved, wall apposition was achieved, and there was significant stasis. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c7 segment with a max diameter of 8 mm and a 5 mm neck diameter. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was not tested. Ancillary devices include a phenom 27 microcatheter. Additional information received reported raymond and roy class 3 status remained in 1-year follow-up imaging on (B)(6) 2021. Additional information was received indicating the patient was at raymond-roy class 3 at 1-year follow-up visit on (B)(6) 2021. In addition, the neck coverage was achieved at 1-year follow-up on (B)(6) 2021. Cec has adjudicated this event as causal relationship to procedure and not related to device and dapt. Additional information received reported event resulted in hospitalization from (B)(6) 2020 to (B)(6) 2020. Event treated with percutaneous intervention. No concomitant or additional treatment given. Site has reported aneurysm occlusion (raymond and roy) class 2 for 2 year follow up imaging visit performed on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site has reported aneurysm occlusion raymond and roy class 3 at the 3-year follow-up mra imaging performed on (B)(6) 2022.

Event description:
Additional information received reported that both site and corelab have assessed (B)(6) occlusion classification as class 3 at the year 2 (on (B)(6) 2021) and year 3 (on (B)(6) 2022) follow-up imaging. Site had updated the year 2 assessment from class 2 to class 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.